Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had burs or flash gate on the tubes, which could potentially cause injury. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd vacutainer sst blood collection tubes had burs or flash gate on the tubes, which could potentially cause injury. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Additional investigation of returned samples has identified a root cause. The most likely root cause of the gate stub is an obstruction of the gate, the temperatures of the probes or cycle time too low or the mold was too hot. The tubes were manufactured using mold b86. Sumter has validated a replacement mold s249 for manufacture of the 13 x 75mm tubes. Mold b86 is only used as a back up to s249.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for flash/gate stub with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and flash/gate stub was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for flash/gate stub with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and flash/gate stub was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that bd vacutainer sst blood collection tubes had burs or flash gate on the tubes, which could potentially cause injury. There was no report of exposure, serious injury or medical intervention.